Event description:
Tightness test failed several times during preop. Checks.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. The event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. Therefore, the event has been deemed to be a reportable event. No harm to patient, user or third party. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective safety valve block. In consequence (correction) the g5/s1 active ambient valve block was replaced.